Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 464 mg/dl. During troubleshooting, customer was assisted in performing a plunger push and a 5.0 unit manual prime. Insulin did exit and did not alarm. Customer had difficulty seeing and gave permission for daughter to continue troubleshooting. Customer was advised that insulin pump was working as designed. Customer reported of having a heart attack in (B)(6) 2015, but it was not diabetes related.